Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testi, the device displayed a "self check" error message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The reported problem was verified and attibured to a short caused by a loose screw that became lodged between the compressor and the dove tail bracket. The compressor was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on with an intermittent display. When the display was on, " internal comm failure- 1471", " internal comm failure- 1472" and " internal comm failure- 1474" messages were seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.